Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump is experiencing a shortened battery life. Trouble shooting could not be completed at the time of the complaint. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/22/2016-device evaluation: the pump has been returned and evaluated by product analysis on 06/08/2016 with the following findings: during investigation, a review of the pump black box history showed that the data from complaint date has been overwritten due to continued pump use. The current black box showed no evidence of short battery life. A cs 177 low battery warning and cs 128 replace battery alarm was observed in black box through normal battery usage. During testing, the pump powered on with returned battery cap. The battery cap was unable to fully tighten due to damaged battery cap threads. Current draws were within specifications. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The complaint of a battery life issue was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.